Event description:
Customer called into report that she smelled smoke that appeared to be coming from the stairlift.

Manufacturer narrative:
Investigation revealed evidence of tampering with the equipment which resulted in wiring being routed incorrectly within the unit which eventually resulted in touching on electrical parts and the melting of components within the circuitry. No fire actually happened. All components are heat and flame resistant and tested to ul standards. Equipment removed and replacement given. Damaged equipment returned and quarantined to MFR and then send oversees to the initial product MFR for expert eval. Unable to replicate the damage to the lift.